Event description:
Freestyle libre 3 sensor alarmed every hour that my blood sugar was dangerously low ie readings of 54 mil or lower. I retested with separate meter and my bs was 90 or above well within normal range. The sensor had 5 more days to go when I received an alert that the sensor had failed and that it should be removed. I have been using these sensors for three months and I have had a 50 percent failure rate. Test completed by using relion prime blood glucose meter.